Event description:
A physician reported that a pt was skin tested on 5 march 1997 in the forearm with negative results. On 10 april 1997, the pt rec'd her first treatment with collagen in the nasolabial folds and glabella. On 25 september 1997, the pt was examined by the physician, and alleged that she had experienced redness, itching, and small, non-fluctuant papules, in all areas of injection since the treatment date. The physician diagnosed a hypersensitivity to collagen, administered another skin test, and prescribed hytone 2.5% cream and oral benadryl.